Manufacturer narrative:
(B)(4)

Event description:
A customer reported a patient received a temporary stain on the side of their face during a sleep study, and the resmed CPAP headgear had been manually cleaned with cidex opa solution. The customer stated there was no stain on the patient¿s face where the CPAP mask made skin contact, but on the side by the ear where the headgear goes around. The customer stated there was no harm to the patient and the stain was gone the following day after the sleep study. The customer confirmed they had just started using cidex opa solution to clean resmed CPAP masks and headgear, and it was likely the technician did not rinse the headgear properly and did not follow the cidex opa solution instructions for use (IFU). It was also identified through investigation, the resmed CPAP headgear should not be washed in any disinfection chemicals such as cidex opa solution, but instead should be hand-washed using mild soap. Lastly, it was reported the customer decided to discontinue use of cidex opa solution moving forward, and resume their previous cleaning process with a non-advanced sterilization products solution. There is no harm and no serious injury reported in this complaint; however, the customer reported there was human contact with a medical instrument that was not rinsed per cidex opa IFU; therefore, as a matter of policy, this event is being reported as a malfunction.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch history record, trending analysis of the lot, system risk analysis (sra), visual analysis and supplier evaluation. The batch history record could not be reviewed as the lot number was not available. Trending analysis by lot number could not be performed as the lot number was not available. The sra indicates the risk associated with exposure to toxic or corrosive material is "low." Visual analysis was not performed as the product was not returned for evaluation. The supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. The assignable cause of the issue is likely due to the customer not following the cidex opa solution instructions for use (IFU). The customer confirmed their facility recently started using cidex opa solution with control iii, a non-asp disinfectant. According to the control iii IFU, it states to rinse the disinfectant thoroughly and to not use CPAP headgear in disinfection chemicals such as cidex opa solution. An asp clinician reviewed the potential risks associated with cidex opa solution and highlighted the importance of thoroughly rinsing per the IFU. The customer decided to revert back to their previous cleaning process with control iii and to discontinue use of cidex opa solution. The issue has been resolved. Asp will continue to track and trend the issue.